Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements 3,000 ohms. The pacemaker was programmed to pace aair. The last measured r-wave was 6.0 mv, and it was 12.0mv at the last office interrogation. While en route to the hospital in the ambulance, the monitor indicated there was greater than 6 seconds of asystole. However, it was unclear whether there was ventricular asystole, due to aai pacing only. Additional information received indicated that this pacemaker was explanted, the rv lead was surgically abandoned, and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high out of range and low amplitude or poor morphology.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements 3,000 ohms. The pacemaker was programmed to pace aair. The last measured r-wave was 6.0 mv, and it was 12.0mv at the last office interrogation. While en route to the hospital in the ambulance, the monitor indicated there was greater than 6 seconds of asystole. However, it was unclear whether there was ventricular asystole, due to aai pacing only. Additional information received indicated that this pacemaker was explanted, the rv lead was surgically abandoned, and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.